Event description:
It was reported that approximately 11 weeks post implant the patient came to the clinic without an appointment due to discomfort in the pocked area. Antibiotic therapy was started. Then approximately 3.5 weeks later the patient was seen and there was no evidence of systemic infection, so the patient was admitted for further investigation. During the procedure evidence of infection was observed and the implantable cardioverter defibrillator (ICD) system was explanted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  6935m62  lead  implant date: (B)(6) 2023 explant date: (B)(6) 2025.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.